Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment on the left eye. As a result of the vgb, the procedure was aborted. A brief description from the surgery center indicated suspected vertical breakthrough outside the visual axis. The procedure will be rescheduled at a later date. The patient had no complaint/comment and there was no loss of best corrected visual acuity (bcva) indicated. Pre-op: bcva from (B)(6)2017: right eye (od) pre-op 20/20 -1.75 x -.75 x 100, left eye (os) pre-op 20/20 -2.50 x -.50 x 65.